Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a complaint of dizziness. The symptom was reproducible and loss of capture was noted on the right ventricular (rv) lead with isometrics. A lead or potential device header issue is suspected. The outputs on the device were adjusted when the patient initially experienced the dizziness in order to maintain capture. The device and rv lead currently remain in use; however, a device and lead replacement are scheduled. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the device and right ventricular (rv) lead were explanted and replaced.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.